Event description:
Failure to alarm: the soft port had collected sediment in the soft port tubing area and that dressing had pooled in the wound but did not lift up or cause a block alarm.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys soft port stand alone. Smith & nephew received the above reported complaint for blockage. No pictures, no samples and no lot number information were provided for evaluation. A device history record review investigation could not be initiated with the limited product information provided. From the complaint original correspondence, it cannot be determined if the customer was using a gauze or foam kit. Possible root causes for pooling under the dressing are: blockage caused by clotting at the head of the soft port with blood clots/exudate, gradual blockage/buildup of blood clots / exudate inside the soft port fluid handling pathway. The instructions for use (IFU) for renasys dressing kits with soft port indicate to maintain regular monitoring of the wound site during therapy to ensure therapeutic treatment and patient comfort. Also, in the event of heavy drainage, the IFU indicates that more frequent dressing changes may be required. In order for a blockage alarm to be triggered, the fluid handling pathway must be ¿fully¿ occluded and an alarm would have been be triggered within 3 minutes. If a blockage occurs at the wound site or within the fluid handling pathway and air still reaches the system, the pump will not alarm. Analyzing all the possible elements, the pump did not alarm as the system sensed that somehow proper negative pressure was achieved and maintained. This issue has been confirmed. Car 2346 was initiated to investigate and identify any root causes for failures of this type, and drive any potential corrective actions. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.